Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.

Event description:
Complaint received from dm via e-mail (with insufficient information) on 28jan2022--did (B)(6) 2022. As reported to customer relations: "I was made aware of a product complaint today regarding our zilver 635 stent. Upon further investigation, I learned that the issue was due to user error. I spoke with the doctor in the case, dr. (B)(6) and he tried to recapture the stent. These stents are not recapturable. He also tried to reposition it and that is not something you can do with this stent. I will be retraining the staff next week as well. I am not sure what other steps you will want to take but I am reporting this incident. The incident happened last week but I was only made aware of it today." Did any section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Additional information provided by dm on 04feb2022: "zilver biliary stent placement, 100% user error. Physician tried to recapture stent. Retrieved by forceps".